Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion section damaged, angulation at u side, and exposure of insertion tube inside metal. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uretero-reno videoscope insertion part was aging, and outer skin was falling off. The event occurred after an unknown diagnostic procedure. It was reported that the procedure was completed using the same device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the damage/peeling of the coating on the insertion section of the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled, stored inappropriately, or subjected to physical and/or chemical stresses. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Do not press the insertion tube against the sheath grip forcefully. The insertion tube may become damaged. If necessary, apply a medical grade, water-soluble lubricant to the endoscope¿s insertion tube. Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming detergent, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.